Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel assembly was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 7/17/2018 phone call, 07/17/2018 phone call, 07/18/2018 phone call. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.